Manufacturer narrative:
(B)(4). Physio- control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported failure could not be determined.

Event description:
It was reported that the device constantly reset and locked up. There was no pt use associated with the event.